Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 07:35am, the patient reported feeling "shaky and sweaty" upon waking up. The patient reported that she manages her diabetes with insulin pump therapy. The patient denied making any changes to her usual diabetes management routine as a result of the alleged issue. On (B)(6) 2012 at 07:45am, the patient alleged the power issue began. The patient reported drinking a soda at 08:10am in response to the alleged symptoms. The patient claimed at 09:15am, she tested on her backup onetouch ultramini meter, and obtained a result of "88mg/dl." At the time of troubleshooting, the cca confirmed the subject meter's battery did not need to be replaced. The cca noted that this was not the first time the meter had been used. The cca documented that the patient was using the correct test strips and they were not counterfeit. Additionally, when the patient was prompted to push the power button, the meter does not turn on. When the patient was instructed to insert a new test strip, the meter did not power on. The alleged issue was not resolved with training. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the lfs device caused or contributed to the serious injury. The patient was symptomatic prior to obtaining the alleged inaccurate high result and there was no delay in treatment. However, this complaint is being reported because, the alleged issue was not resolved during the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.